Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the MRI facility not following the IFU for the MRI for the appropriate stimulator model, the patient experiencing a fall, being injured, or performing strenuous activities since implant, and the patient having other implanted pins/screws/devices have been ruled out as potential causes. The patient was wearing a pain patch during the MRI which was reportedly MRI compatible. However, this could not be confirmed. Additionally, imaging has not been performed recently to confirm placement of the device. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported shock and a heating sensation that traveled from their hips and up their back during an MRI. The MRI was aborted. It was verified that the conditions of the MRI were set accordingly and verified by the MRI technician before the MRI was conducted. The patient has not used the device since (B)(6) 2024, they are currently trying to find a new pain physician, and they have not experienced any additional shock or heat sensations.